Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor safety circuit failed test. The customer's blood glucose value was 218 mg/dl. Troubleshooting was done and customer was unable to clear alarm. The customer stated that he was not doing anything with the pump then started beeping . Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing. Unable to verify this alarm is generated when a power failure is detected due to critical pump error (open book image).